Event description:
The hospital reported that during the preparation stage for using heartstring iii, after the seal was loaded into the delivery device, the seal came off from the tube when the delivery device was pulled out of the loading device, so use was discontinued. The ope was completed using the same product from a different lot. There was no procedural delay. There were no effects or damage to patients.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site address exceeds character limitations: (B)(6).

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/09/2025. An investigation was conducted on 7/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off, which allows the white plunger to be depressed. The seal was observed in the delivery device but not loaded properly with the tether outside the delivery device. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches; the outer diameter was measured at 0.219 inches (B)(4). The length of the delivery tube was measured at 2.49 inches (B)(4). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000465676 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.